Event description:
(B)(4) - the dealer stated that one of the front wheels of the 66550 rollator split in the middle under normal use. There was no reported injury.

Event description:
(B)(6) - the dealer stated that one of the front wheels of the 66550 rollator split in the middle under normal use. There was no reported injury.

Manufacturer narrative:
(B)(6). Initial pr #(B)(4) issued MFR report #1521186-2012-00907 with the manufacturer as kentstone. The correct manufacturer is kenstone metal.